Event description:
It was reported to philips that there is a device issue. The device was evaluated and it was found that it needs an optical switch per filed change order. Upon conclusion of the evaluation, it was determined that the optical switch requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device does not turn on. There was no patient involvement.